Manufacturer narrative:
Internal reference number: (B)(4).

Event description:
It was reported that, after an internal fixation surgery was performed on (B)(6) 2022, some evos plating screws were backing out of a proximal humeral plate. No revision surgery has been scheduled yet. The current health status of patient is unknown.

Manufacturer narrative:
Section h3, h6: given the nature of the alleged incident, the devices, could not be returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, although the provided x-ray confirms the backing out of the screws, the x-ray alone does not provide a clinical root cause. The patient impact beyond that which has already been reported cannot be determined with the limited information provided. For the screws, the device specific identifiers were not provided. Therefore, an evaluation of the manufacturing records, complaint history review, instructions for use, risk management files and prior actions review could not be performed. For the proximal humerus plate, device batch number was not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for evos plating system revealed in the warnings section that it is extremely important to select the appropriate size and type components. Failure to use the largest possible components or improper positioning may result in loosening, bending, cracking, or fracture of the device or bone or both. Also, the precautions section states that giving postoperative instructions to patients and ensuring appropriate nursing care is critical. Early load bearing substantially increases implant loading and increases the risk of loosening, bending or breaking the device. Early load bearing should only be considered where there are stable fractures with good bone-to-bone contact. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no reason to suspect that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal loading of limb, alignment, size selected, patient anatomy, procedural/user error and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed. H6: health effect - impact code.